Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. E1: initial reporter information - correction. H2: correction/additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up. The receiver log was reviewed and firmware errors were observed. The receiver was placed in manufacturing mode and the receiver started to perpetually reboot. The reported event that the receiver ceased to function could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction. H2: correction/additional information/device evaluation. H6: event problem and evaluation codes - additional. H6: event problem and evaluation codes - method codes - correction to remove 3367. H6: event problem and evaluation codes - result codes - correction to remove 104. H6: event problem and evaluation codes - conclusion codes - correction to remove 25.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and observed that the case is split open. The receiver was charged and would perpetually boot up; therefore, the receiver case was opened to download data log directly from the ui pcba board. The reported event of initializing screen without manual restart was not confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).this supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up#2 should be follow-up#1; follow-up#3 should be follow-up#2.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.